Event description:
Customer reports device = 99 mg/dl and lab = 59mg/dl performed <30 minutes apart. Treatment & control information was not provided. Patient is about to go on dialysis. A request for return product was made, however was declined.